Event description:
It was reported that a shaft break of a 20mm x 2.75mm nc quantum apex balloon catheter occurred.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 85cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).